Event description:
The patient's pump had been infusing heparin at 20cc/hr. When the nurse checked the heparin bag it was dry. The heparin cassette had flipped and more than 3/4 of the heparin had infused over 90 minutes. The pump door was found open allowing a free flow of IV fluid. The patient received approximately 250 cc within this time frame. The patient stated they do not know who flipped the IV. The pump was tested internally and was found to be functioning properly. No tubing was saved so it cannot be determined if there was an issue with the plumset. There was no injury to the patient.